Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their top aligner is cutting into their gums. They have tried filing down the area, but it did not work. Recommended most comfortable aligner or boil and bite night guard.